Event description:
Upon eval of electrode belt sn (B)(4), which was returned for an unrelated nonconformance, the belt's trunk cable connector was found to have a bent pin. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) was confirmed. Upon investigation one pin on the trunk cable connector was bent. The root cause of the bent pins cannot be positively identified but is likely due to excessive force when connecting the electrode belt trunk cable connector to the monitor. No adverse event resulted from the bent connector pin. The pt received a replacement electrode belt.